Event description:
It was reported that the pump shut off unexpectedly on multiple intermittent occasions, leading to a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. High bg was addressed with a correction bolus. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touchscreen was cracked and subsequently unusable after the pump fell from a table. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.